Event description:
It was reported via medwatch the soft tubing just before the distal port (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child). Additional information provided 6/20 : pt had 24hr cytarabine infusion running. At 1800 mother noted the tubing on port-a-cath was cracked. Nurse came to room, paused chemo and ivf. Port de-accessed and then re-accessed. 22 jun 2023 : no adverse event reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported via medwatch the soft tubing just before the distal port (just before where soft tubing connects to hard plastic) found to have crack noted during infusion. This opened up central line to infection and necessitated needle removal and reinsertion (painful in child). Additional information provided 6/20. Pt had 24hr cytarabine infusion running. At 1800 mother noted the tubing on port-a-cath was cracked. Nurse came to room, paused chemo and ivf. Port de-accessed and then re-accessed. (B)(6) 2023 no adverse event reported.